Event description:
It was reported that there was a lead integrity alert due to noise on the pace/sense (p/s) portion of the right ventricular (rv) lead. It was also reported that there was chronic low amplitude r wave sensing. The p/s portion of the rv lead was capped and the high voltage coils remain in use. A new p/s lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.